Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. Bench testing was performed with laboratory hv capacitors attached, and the device was found to function normally. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The cause of the extended charge time was an internal hv capacitor anomaly. Rf telemetry was not established during bench testing. Review of rf state variables found the cause to be due to an rf ic anomaly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the implantable cardioverter defibrillator exhibited an alert for capacitor charge time limit reached. The clinician performed a manual cap maintenance which also timed out. The device was explanted and replaced. The patient was stable throughout the procedure.